Event description:
Customer's father reported insulin leaking out of the reservoir. Father also reported, the reservoir compartment in the pump was moist with insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.